Event description:
It was reported that during service and repair pre-testing, it was observed that there were holes in the hose by the mufler of the motor device and the swivel on the device was leaking oil. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported conditions were confirmed. It was determined that the holes in the hose were indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or by pulling the autolube around by the hose. The assignable root cause was determined to be due to misuse, abuse and/or user error. It was determined that the oil leak on the swivel was due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.